Event description:
It was reported that customer received multiple lost sensor alerts from two boxes of sensors from the same batch. On the sixth day of wearing the sensor, there was a significant difference between customer's sensor readings and blood glucose level. Customer's last blood glucose was 4.7 mmol/l, but the sensor reading was 3.9 mg/dl and it caused the insulin pump to go into suspend mode. The sensors will be replaced. Customer conducted troubleshooting with the us team. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.